Event description:
The event is reported as: complaint alleges that while using the biteguard; the patient bit the end of the biteguard and the piece became lodged in the patient's trachea. The patient had to go to theatres (operating room) to have the piece removed. Patient current condition is unknown.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.